Event description:
In 2009, a 15mm amplatzer septal occluder (aso) was implanted successfully with the adequate implantation confirmation technique. However, the following day during discharge echo follow-up, the device was confirmed to have embolized. The patient returned to the cath lab and the device was successfully retrieved percutaneously. A new device was implanted with successful follow-up. Additional information has been requested, including imaging of the implant procedure, but has not yet been received. Should additional information become available, a supplemental report will be filed.

Manufacturer narrative:
The 15mm amplatzer septal occluder was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed.